Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-534a-1451: the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate detritus adhesion and crystal deposits on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ less than 10 minutes, ¿protection flash, laser vaporisation impossible.¿ ¿only the coagulation works.¿ the procedure was completed using a second fiber. There was ¿no injury to patient¿ reported.